Event description:
It was reported that the customer had high blood glucose levels of 548 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including weakness, dizziness, stomach pain and she was also suffering from hiatal hernia. The customer was wearing the insulin pump at the time of hospitalization. The customer was admitted for week to the hospital before being released. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.